Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a thr surgery, the anthology inserter poster hard broke off on impact with mallet. The procedure was resumed, without any delay, using the same device. Patient was not harmed as consequence of this problem.

Manufacturer narrative:
Additional information received by the reporter has identified that this event should be re-evaluated for MDR reporting. The new information states that the strike plate of the device broke off there is no risk of any broken piece falling into the patient since the strike plate is used outside the patient's anatomy, therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly, and a further report submitted outlining both the event details and our investigations performed.